Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The ICD was not returned for analysis. The analysis showed multiple abrasion marks along the lead. In particular 54 cm distal to the df4 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported decreasing pacing impedance and sensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a bent fixation helix, most likely resulted from the extraction procedure. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 50 months, it was observed that the shock impedance was decreased. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 50 months and there was no particular complaint about the device performance. The lead and the ICD were explanted.